Event description:
Hcp reported the pt had been misprogrammed to receive their daily dose in mcg/kg/day instead of the intended mcg/day. The pt received an overdose of 1800 mcg over 2 hours and became comatose. The pt received a dose 74 times the intended dose. The pt recovered with supportive care.